Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with low reservoir alarms and alarmed properly. The insulin pump was received with cracked reservoir tube lip, cracked case at the reservoir tube window corner, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low reservoir and their blood glucose reading was high. The customer indicated that they were hospitalized with diabetic ketoacidosis. Troubleshooting advised the customer that the low reservoir is a normal feature of the pump to remind the customer to change out insulin. The customer indicated that they do not trust the pump and would like it replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.